Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stained light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, e2, and e3. Lastly, a correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [(B)(6) 2024]. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. Based on the results of the investigation, it is likely that humidity invaded the light guide lens which led to corrosion. This likely occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definite root cause that led to the malfunction could not be determined. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.